Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 515 mg/dl while wearing the pod longer than 48 hours. The patient reported the pod was leaking insulin from the infusion site (hip/buttocks), when removed the cannula was found dislodged. As treatment, a new pod was applied.